Event description:
It was reported that during a pci procedure there was withdrawal resistance. The lesion was located in a 3.5x30mm mildly tortuous segment of the proximal left anterior descending (lad) artery. The lesion was rigid, concentric and 70% stenosed. The lesion was predilated using a 3.5x8mm quantum maverick balloon. Then a 3.5x32mm taxus liberte' drug eluting stent was implanted in the proximal lad. Then the lesion was post dilated using a 3.5x8mm quantum maverick balloon, inflated to 20 atm, and when pulling back the quantum maverick balloon, the balloon stuck to the implanted stent, which caused the stent to be explanted. It is unknown, if any additional intervention was performed. The patient condition was reported as stable and no additional complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.